Event description:
It was reported that during implant procedure, when the pulse generator was placed, a set screw anomaly was observed. The device was not used and another was implanted successfully with no adverse consequences to the patient.

Manufacturer narrative:
The reported inability to tighten the set screw was confirmed in the laboratory. Analysis found the setscrew had been screwed out of the connector block and then tilted at an angle when it came out of the connector block threads. Analysis found indications that the user in the field backed the setscrew out too far which caused it to come out of the connector block. No device anomalies were found. The device had normal device characteristics.